Event description:
It was reported that the customer was hospitalized for high blood glucose and wanted someone to take a look at the insulin pump. Customer declined to do troubleshooting. Customer wanted someone to go to the hospital to look at the insulin pump. Received follow up report from hospital visit and customer stated that patient will contact help line to ensure that the insulin pump working correctly. Customer stated it could be site issue, patient had supplies to do a site change and everything was fine. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.